Event description:
It was reported that post implant the patient¿s incision was bleeding/oozing. Three weeks after implant the patient had positive blood cultures for infection so the implantable pulse generator (ipg) and leads were explanted. The system was replaced two weeks later. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: a 4092 lead, (B)(6) 2002. A 419688 lead, (B)(6) 2014. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).